Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, there were smoke when the werewolf ent was used. Several wands were used with the same issue. It is unknown whether the event happened during surgery and if there was a patient involvement.

Manufacturer narrative:
Internal complaint reference (B)(4). H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Reassessment of this event has determined that steam (also refer as smoke) is a normal condition experienced in coblation wands when the saline solution heats up. The procedure can be completed with the same device or with an alternate device with a short delay and it is not likely to cause or contribute to death or serious injury nor necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that, there was smoke when the werewolf ent was used. Several wands were used with the same issue. No information has been provided as to when the event was noticed, how was it resolved or if there was patient involvement.